Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2017 with the following findings: a review of the pump black box data showed no power interruptions. During a visual inspection of the pump, no damage was found to the battery compartment. A test battery cap secured properly to the pump, and a power loss was not observed. When the pump was powered on the display was blank. Further testing was not able to be performed. The pump was opened and the display screen was cracked. A test display was inserted and the display functioned properly. The complaint of a power issue was not able to be fully investigated due to the blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.